Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory via review of the stored electrograms. The reported impedance, capture, and set screw anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported the patient received inappropriate shock therapy due to ventricular lead noise. Increased pacing lead impedance and high capture threshold were observed. The physician felt the device set screw was not functioning normally. A new pocket was created on the right side of the patient chest along with a new system. The patient was transferred to the ccu and monitored. The patient passed away, unrelated to explanted system.